Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 223 mg/dl. The customer was treated with insulin pump. Customer's other relevant blood glucose was 170 mg/dl, 310 mg/dl. Customer's current blood glucose is 178 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high bg event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in describe event or problem with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer did not report diabetic ketoacidosis, only high blood glucose so harm code has been updated (B)(4).